Manufacturer narrative:
The device was not returned for evaluation. Insulet cannot confirm that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients cannula had become dislodged which caused hyperglycemia. The patient's father stated that the patient may have bumped the pod and the patient had eaten some snacks that he shouldn't have which increased is bg levels. The patient's blood glucose was reported to be 600 mg/dl. The patient was taken to the hospital. Once at the hospital the pod was removed. For treatment the patient was treated with insulin through IV.